Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device motor speed was not stable and the unit was out of calibration. The motor was replaced and the device was recalibrated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the dermatome failed to take the desired skin graft and a second site had to be harvested with an alternate dermatome. It is unknown if there was a delay. Harm did occur with the patient.